Event description:
Terumo medical corporation received the following reported information: during a peri-valvular leak case, the navicross was pushed through the leak, behind the valve and into the left ventricle. The wire was exchanged for a safari wire. The navicross was pulled to be removed from the body. There was some difficulty pulling the navicross out. After removal, it was noticed that a marker band was left on the wire. Attempts to snare it out were made. Eventually the marker band ended up in the ventricle behind some papillary muscle. The patient will be brought back in a few weeks to attempt closure of perivavular leak again. The estimated blood loss was less than 250cc. Additional information was received on 04feb2026:sl: the patient was stable, and there was no harm to the patient.